Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife was dull during a cataract procedure. An alternate knife was obtained in order to complete the surgery. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
As no sample has been returned for evaluation, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination determined that this is the first complaint for a dull blade received for the reported lot. As no sample was returned and the device history record review of the provided lot number indicates that the product was released according to acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. A training presentation on handling techniques was prepared and will be provided to the account representative for the reporting entity to discuss proper handling of blades. In addition, due to an increased trend in dull blade complaints, an investigation has been initiated to identify if further actions are warranted. An effectiveness check will also be established and monitored upon completion of these actions. This complaint trend has been reviewed during the facility's complaint review board meeting and will continue to be reviewed for effectiveness of any actions taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).